Manufacturer narrative:
There was no death associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered one treatment defibrillation. The associated ECG strip of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm if the treatment was appropriate or inappropriate, we are reporting the treatment out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Device manufacture date: monitor: 12/21/2015, belt: 04/14/2014. Additional inappropriate defibrillation narrative: the root cause of the shock is lack of response button use. It is unknown if the treatment event was appropriate or inappropriate in nature.

Event description:
A us distributor contacted zoll to report that a patient was treated one time while at home and conscious. The patient reported pressing the response buttons. The patient's ECG rhythm at the time of the event is unknown. The response buttons were pressed after the treatment event. The response buttons functioned appropriately. The patient did not seek medical attention and continued to wear the lifevest.